Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patients lead had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein lead was explanted and replaced to address the issue.

Manufacturer narrative:
Correction b5- should have been patients lead had invalid impedances rather than patients lead had high impedances. Correction h6- 4582 - health effect - clinical code should have been 2388 - inadequate pain relief and 1924 - failure of implant rather than 4582 - no clinical signs, symptoms or conditions. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patients lead had invalid impedances. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein lead was explanted and replaced to address the issue.